Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that the device would not power on when prompted.  Physio-control downloaded the electronic records from the device where it was observed that it had logged an excessive amount of on time (18.5 hours).  The electronic records also showed numerous charge-pak (cp) removals and replacements, indicating that the cp was likely loose within the device's cp bay, and repeatedly engaged and disengaged with the device thus logging the excessive on time.  The excessive on time depleted the device's hybrid layer capacitor (hlc) batteries which caused all three icons to be present on its readiness display and prevented the device from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.